Event description:
It was reported that balloon rupture occurred. The totally stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before reaching the nominal burst pressure (nbp). The device was removed from the patient slowly and carefully, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 37mm in length and extended from a position 1mm proximal of the proximal markerband to 2mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The totally stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before reaching the nominal burst pressure (nbp). The device was removed from the patient slowly and carefully, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.